Event description:
The reporter states that she found the customer passed out. While the customer was passed out, the reporter tested the customer and obtained a 120mg/dl blood glucose value on the accu-chek voicemate meter. The reporter attempted to treat the customer with orange juice but the customer could not swallow. The reporter treated the customer with a glucagon injection. The customer woke up 10 minutes later and felt better. New system sent to customer and return requested.